Manufacturer narrative:
(B)(4).

Event description:
A user reported that their tablet programming system will not hold a charge and will only turn on when plugged into the wall socket. The tablet's battery status was checked and it indicates that the battery is not charged. Follow-up determined that an alternate power supply and power cable were used but did not solve the charging issue. The tablet was returned to the manufacturer and is currently undergoing product analysis.

Event description:
The tablet was received for product analysis without an ac adapter and usb to db9 cable. During the analysis, it was identified that the tablet could not charge the main battery. The cause for the identified anomaly is associated with a loose cable that connects the main battery to the tablet motherboard. Once the cable was reseated the battery charged normally and no further anomalies were identified during the analysis. No anomalies associated with the main battery were identified during the analysis. A review of the returned flashcard data identified no anomalies.